Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unknown liner unknown. G2: foreign: iran. G4: device information has not been provided to identify the associated 510k. Proposed component code: mechanical (g04)-head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Mortazavi, sm & irani, pouya & poursalehian, mohammad & mahanrad, mahsa & mirghaderi, peyman & razzaghof, mohammadreza & saberi, sadegh. (2025). Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. Arthroplasty today. 32. 101623. 10.1016/j.artd.2025.101623.

Event description:
It was reported in a journal article in arthroplasty today (2025) that a retrospective study occurred in iran. The purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males). All patients received a cementless fitmore stem with either a continuum (48.6%) or trilogy (51.4%) shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). Follow-up was conducted at 2-4 weeks, 3, 6, and 12 months, then annually or biennially thereafter with a mean length of follow-up for 10.52 years (range 3-13 years). The study reported 7 patients experienced dislocation: of which, 4 required revisions due to recurrent instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided within the journal article; however, it is unknown if these are related to the patient under this complaint. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.